Event description:
A consumer with a rare genetic disorder reported that after having an intraocular lens (iol) implanted she developed band keratopathy, decreased vision and pain which keeps her from functioning in her daily tasks. In a follow up, a technician who spoke with the surgeon reported that the surgeon does not blame the iol for the keratopathy, but instead reported that the keratopathy is associated with the consumer's medical problems.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).